Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: device thrombosisadditional text: pumpspecific component(s) involved: pump drive unit malfunctionadditional text: pump stoppedother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : lvad disconnectedimplant device type: lvadmalfunction device type: